Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for routine follow up. Device interrogation indicated that the ventricular lead impedance had gradually decreased and the capture threshold had increased. X-ray indicated a break at the distal coil of the ventricular lead. Few days later the lead was capped and replaced. The physician suspects clavicular crush. The patient condition was good during and after the procedure.